Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red and itchy skin irritation on the back, chest, stomach and groin area. It was reported that the lifevest exacerbated the skin irritation, however, there was no alleged device malfunction contributing to the irritation. It was reported that the skin irritation may have been caused by an antibiotic that the patient was taking. The patient's physician advised the patient to discontinue taking the antibiotic. The patient began taking benadryl. Follow up indicated that the patient's skin irritation improved. It's unclear if the lifevest or antibiotic caused the skin irritation. Reporting out of an abundance of caution.